Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator prompted the customer to connect the test load during opcheck when the test load was connected. The customer found that the ribbon connector for the therapy port had come loose. There was no patient involvement.